Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during cataract surgery with intraocular lens (iol) implantation, when the iol was loaded into injector it would not click into the injector, very difficult to sit in position, when the plunger advanced and overrode the iol. The cartridge was taken out and loaded into a new injector and plunger engaged iol as protocol. There was no patient contact.

Manufacturer narrative:
Correction information provided in d.4. Additional information has been provided in h.3., h.6., and h.11. The opened company device returned for evaluation for the report that the plunger overrode lens and the intraocular lens (iol) did not click into the injector was not within the final lot number reported therefore no sample evaluation was performed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The image shows a company injector with the same product and lot number as reported. The reported issues could not be confirmed from the photo review. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.